Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap had a connection issue. It was further reported that the cap was not tightly connected during patient use. There was no patient injury or medical intervention associated with this event. No additional information was available.